Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.5mm drill bit broke during an olecranon plating procedure, followed by a radial head replacement with a competitor¿s device on (B)(6) 2017. The drill bit broke while being used to create a suture hole. It is unknown if a broken potion of the drill bit was left in the patient. There was no reported surgical delay. The procedure was completed successfully with no time delay and the patient in stable condition. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1), power device (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.5mm drill bit with depth mark. This is report 1 of 1 for (B)(4).